Event description:
The user's spouse called and said user was almost in a coma, and was not able to respond. The suspect device was used and their glucose was 106 mg/dl. Spouse said user went to the ER and was treated with an IV and given other tests. Controls were not used. The test strips in use were all used.